Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xs scissors did not work; they broke. The event date is unknown. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the scissors shaft was detached at the hub, and thus the handle would not open and close the scissors. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint "scissors broke and would not work" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).